Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: no samples or photos were returned for analysis. No DHR review can be carried out as lot number is unknown. Based on an evaluation of severity and occurrence it was determined that no corrective action is required at this time.

Event description:
It was reported that after use the needle would not detach from pen with a bd ultra fine¿ pen needles. The following information was provided by the initial reporter, translated from (B)(6) to english: after used, when removing a pen needle, needle npe remained on a pen.